Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its device not detected on bus. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter facility name. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. A field service engineer resolving the main issue by deployed the rss package for the firewall. However, drawer 3 continued to intermittently fail to sense when closed. The drawer screws on the slides were adjusted to slightly lower the drawer, preventing the latch wheels from hitting the bottom of the latch mount. The fix was tested and passed in hardware test application (hta). The fse performed the inspection with no issues. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its device not detected on bus. The customer reported there was a delay in dispensing medications to the patient and issue occurred during dispensing workflow. There were no adverse events or injuries reported based on this event.